Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Blood/body fluid found in distal conductor. The full lead was returned and analyzed. (B)(4) no anomalies found. All conductors had blood/body fluid. The full lead was returned and analyzed.

Event description:
It was reported that the left ventricular leads were not implanted due to difficult patient anatomy. The leads were replaced. No patient complications have been reported as a result of this event.